Manufacturer narrative:
The suspected product was not returned to amo from the customer site for investigation. Visual and functional investigations on the products were not performed. The exact cause of the capsule tear was not determined. All pertinent information available to abbott medical optics at this time has been submitted. .placeholder

Manufacturer narrative:
A review of the DHR (device history record) revealed that there were no ncr (nonconforming material) reports issued for the product-laminar flow phaco tip; lot number c6427. This would also indicate that nothing in the accellent quality system revealed any internal type defect(s) that would appear to be related to this concern. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
During a cataract extraction procedure the clinic reported two posterior capsular ruptures occurred in the patient¿s operative eye. The clinic reported the posterior capsule ruptured resulting in an unplanned vitrectomy procedure and the posterior chamber lens was implanted. The surgeon indicated using re-usable phaco tip when the incident occurred. The adverse event occurred on the seventh and eighth procedure. The surgeon was not sure if the suspected tip contributed to the posterior capsule tears but requested the tip to be evaluated. The clinic is concern the tip may have a bur causing the ruptures in the capsule. This report is two of two. The posterior capsular tear was noted after quadrant of nucleus was removed. It is unknown if additional post-operative therapy is required. The clinic reported a presence of small lenticular particles in the patient¿s operative eye and will monitor. The patient is expected to have a good outcome.